Manufacturer narrative:
He reported issue was confirmed. The root cause of the reported issue is a failed heater. The device was evaluated upon receipt. Heating malfunction. Alert 113 (reduced water temperature control) seen in event log. Heater assembly defective. Replaced heater assembly. This device was evaluated for functionality per baw2800549 rev0. It passed all tests successfully. The evaluation found no other issues with the arcticsun performance. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Correction: f, g, h. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had a cooling malfunction. Per review of wo on 08nov2024, there was no patient involvement. Per follow up information received via mail on 09dec2024, during sample evaluation they repaired the device on the customer site. The reported problem was cooling malfunction, but also heating problem was confirmed. They replaced mixing pump and heater assy. Issues were resolved.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had a cooling malfunction. Per review of wo on 08nov2024, there was no patient involvement. Per follow up information received via mail on 09dec2024, during sample evaluation they repaired the device on the customer site. The reported problem was cooling malfunction, but also heating problem was confirmed. They replaced mixing pump and heater assy. Issues were resolved.